Event description:
The customer reported that the system displayed an interlock error on start-up. The fe states that the system was blocked, and the system was replaced with another. This indicates that a lock-up occurred. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an investigation. The ps2 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.